Event description:
A customer reported a leaking chemotherapy administration set. According to the report, the leak was located at the distal luer lock connector cap. This occurred during priming. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not received; however, baxter received photographs of the sample for evaluation. Visual inspection of the photographs did not verify the reported condition. A retained sample was evaluated and visual inspection did not reveal any issues. The sample was also gravity tested and liquid ran correctly through the tubing. No leak or separation was detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.